Manufacturer narrative:
Analysis summary: the hp054 hand piece was returned with a loose mount. It was tested on a generator and gave an error code 5. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.

Event description:
It was reported by the customer that the handpiece's memory contains error 52 (#254 open fault) and r=0. No patient consequence.